Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to charge the device as recommended. In turn the patient¿s ipg was unable to establish communication with the external devices and the patient lost stimulation. Troubleshooting was tried to no avail. The ipg was deemed inoperable. Surgical intervention may be taken at a later date to address the issue.